Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was detached from the valve. The valve holder was received alongside the valve. The valve holder appeared intact; there was no evidence of damage on the valve holder. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. Rotor and sutures: the rotor was removed from the holder for further observation. The sutures around the rotor were curled suggestive of sutures wound during the cinching of the valve. Under magnification, one suture tip appeared jagged, and not smooth, indicating the suture was broken rather than cut. The broken surface of the suture tip is consistent with historical events that indicate the valve holder was over-ratcheted. Two suture tips were smooth indicating they were cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure of this 31mm mitral bioprosthetic valve, it was replaced with a valve of the same size and model. The reason for the replacement was reported as the suture on the cinch mechanism snapped after less than one quarter of a turn of the handle, thus making the valve holder fall off the valve. It was noted that the cinch mechanism had been inspected prior to use. There was no patient involvement.